Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) shows appropriate atrial sensing, however the stored electrograms (egms) show undersensed atrial beats at automatic gain control (agc) 0.25mc (millivolts). Further review of programmed sensitivity was recommended. This alert will not retrigger until the device is interrogated with a programmer. The ICD and lead remain in service. No adverse patient effects were reported.